Manufacturer narrative:
Follow-up #1: date of submission 06/29/2016. Device evaluation: the device has been returned and evaluated by product analysis on 06/07/2016 with the following findings: the review of the black box data showed several power reboots. However, the pump powered on per normal operation with no power interruptions. The battery cap was returned for investigation; a test battery cap was used and was able to fit and to maintain the electrical connection. The pump was opened up and no intermittent conditions were found on the power printed circuit board. Unrelated to the original complaint, the battery compartment was noted to be cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (intermittent power) issue. Reportedly, there were no damages to the battery cap or the battery compartment. Allegedly, the yellow o-ring was not visible at the battery cap and the battery cap was able to be secured. The reporter denied any moisture in the pump. In addition, a new battery was used and the power issue remained unresolved. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.